Event description:
Hypertension (204/102) [hypertension]. Itching, rash in upper body [itchy rash]. Case narrative: initial information was received on 14-dec-2020 regarding an unsolicited valid serious case from a physician via health authorities of united states under reference mw5097845. This case involves a patient (with unknown demographics) who experienced hypertension (204/102) and itching, rash in upper body, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc) in right knee. The patient's past medical history, medical treatment(s), vaccination(s), family history and concomitant medications were not provided. On (B)(6) 1999, the patient received injection of synvisc (hylan g-f 20, sodium hyaluronate) via intra-articular route in right knee (dose, frequency, indication and lot - unknown). There would be no information available on the batch number of this case. On (B)(6) 1999, 2 days after the injection of synvisc in right knee, the patient experienced itching, rash in upper body (rash pruritic), hypertension (204/102 mmhg) (hypertension) and the patient was at the hospital. The patient was hospitalized for these events. Action taken: unknown for hypertension (204/102) and itching, rash in upper body. It was not reported if the patient received a corrective treatment for both events. The patient outcome is reported as unknown for hypertension (204/102) and itching, rash in upper body. A product technical complaint (ptc) was initiated with global ptc number (B)(4) on 14-dec-2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology would continuously monitor adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 04-jan-2021. Follow up received on 14-dec-2020 from healthcare professional. Global ptc number added. Text amended accordingly. Additional information received on 04-jan-2021 from healthcare professional. Ptc was added. Text amended accordingly.